Event description:
A hospital reported to our distributor that an mr730 humidifier got too hot and alarmed. No patient consequence was reported.

Manufacturer narrative:
The device was manufactured some time in 1995. The device is en route to the manufacturer for inspection. Units of this device have been sold since 1997, and we received a total of 2 complaints of this nature worldwide for the past year. This product was discontinued in 2006. The product is a reusable device and can be used typically for more than five years.